Event description:
The patient's mother reported that the ok button is getting stuck and does not respond.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Brand name: animas insulin infusion pump. (B)(6).